Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a lesion in the moderately calcified superficial femoral artery. The 6.0 x 200 mm armada 35 dilatation catheter was advanced into the patient anatomy. On the second inflation, the balloon burst at 4 atmospheres. The device was removed without resistance and a 2nd armada 35 was then used without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was confirmed. Based on a visual functional, and scanning eletron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.